Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to wear of switch one, switch four, and a crack on the scope connector cover unit; and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope displayed an e315 scope error. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the root cause could not be identified; however, it is likely that a conduction failure caused by fluid invasion on the scope connector led to the malfunction. The event can be prevented by following the instructions for use which state: 'chapter 3 preparation and inspection. This section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow this section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to "chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with "5.4 when to send the endoscope for repair". Warning. - using an endoscope suspected of malfunctioning may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.